Event description:
The customer contacted stryker to report that their device does not respond to button presses. In this state the device would not be able to provide compressions. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was evaluated by a stryker technician, and the issue was duplicated. The hood was replaced to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The faulty hood was evaluated by a stryker product assessment center technician and the issue was again verified. The root cause of the issue was traced to a contaminated button keypad on the hood. The faulty hood was archived by stryker.